Event description:
Patient reported she was having issues getting the cassette and the pump to work, she was getting a downstream occlusion. She stated she tried it on 2 pumps but getting the same outcome. Nurse was contacted to help patient trouble shoot and will let the pharmacy know if she needs a new pump. Unknown if on hand for return. No adverse events or missed doses reported. Unknown if md is aware. No additional information reported. This report captures "pump cadd solis vip #1". Ref: mw5189513. Pt: 4582. Device: 2423.